Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient's tibia loosened, due to an oversized femur. The surgeon elevated to implant a smaller femur.